Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the display screen of the device was freezing, however it was noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board, and the device failed incoming testing. It was also noted that the power cord bay assembly latches were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer would freeze. The programmer has been returned for repair. There was no patient involvement.